Event description:
On (B)(6) 2024 the user contacted dario to report high and inconsistent blood glucose (bg) readings. The user reported that on (B)(6) 2024 he received from his dario meter high bg readings of 282 mg/dl, 262 mg/dl, and 244 mg/dl within one minute of each other. In addition, on (B)(6) 2024 the user reported receiving within about two hours, bg readings of 314 mg/dl, 310 mg/dl, 323 mg/dl, 254 mg/dl, 208 mg/dl, and 257 mg/dl from his dario meter. The user stated that previously he had been receiving in the morning bg readings of 140 mg/dl or lower from his dario meter.

Manufacturer narrative:
While on the phone with dario's representative, the user reported that he received a bg reading of 135 mg/dl with his dario meter. The user has a cgm device, however his bg reading at that time is unknown. During this phone call with dario's representative, it was determined that the cartridge of strips that he was using expired on the march 24th, 2024. Dario's user guide states in the section factors that may lead to inaccurate results: "the test strip is expired." And in the test strip precautions section: "check the "use by" date on the test strip cartridge. Do not use the test strips after that date" the user also reported storing his cartridge of strips in the kitchen. Dario's user guide states in the section of general precautions: "do not store the meter or test strips in an area where the humidity is outside of the range 10-90%, such as a bathroom or kitchen." After the above, dario's representative instructed the user to open a new cartridge of strips and test his bg level, which he did the following day and received a reading of 100 mg/dl, which the user stated is normal for him. Since the user's bg reading issue was resolved with new strips, therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.